Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface would not seat to the tibial tray. The articular surface was removed from the package and placed on to the tibia. The insert gun was used to snap the insert into place. The surgeon noticed that the shape of the underside of the insert was not congruent with the tibia. There is no additional information available at this time.